Manufacturer narrative:
Investigation summary: customer returned ( 27 ) 8mm, 31g bd pen needles without the tear drop label. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7101612. Investigation conclusion: all returned pen needles were examined and a flow test was performed and all 27 passed the flow test there was no leakage observed. The alleged defect could not be confirmed. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd ultra fine¿ pen needles had leakage between the needle hub and the insulin pen during injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles had leakage between the needle hub and the insulin pen during injection. No serious injury or medical intervention was reported.